Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (component codes), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic connector physical damaged. The patient involvement is unknown. There was no harm reported. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing cbl assy,fo sensor extension. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit had a damaged fiber optic connector. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes). Additional fields: e1 (B)(6). It was reported by the getinge field service engineer (fse) that cardiosave intra-aortic balloon pump (iabp) fibre optic connector physical damaged. Fse stated that no one was harmed. We are waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite, more information can be requested by the relevant fse.